Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported "unit was drop and have a ac power supply issue". There was no reported patient involvement.